Event description:
Reporting status: serious injury - required intervention / permanent damage. Reporting rationale: dislodged stent implanted in an unintended site. Device issue: stent dislodgement. It was reported that an attempt was made to advance the stent to the lesion in the mid rca; however, it wouldn't cross. Several attempts were made and upon the last retraction, it was noted that the stent wasn't on the balloon. Another balloon was used to deploy the stent in the ostium of the right main. A second stent was also attempted; however, it would not cross the lesion; therefore, a shorter xience was used to cross the lesion and was deployed. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that the inability to cross a lesion can be affected by numerous factors, including anatomical morphology, disease, pre-dilatation, placement, device size and device support; and is not associated with a product quality deficiency. Stent dislodgement can be influenced by many factors, including improper or inadequate crimping, incorrect size, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent, and interaction with the lesion, devices, and previously implanted stents. A conclusive cause for the reported failure to advance and stent dislodgement could not be determined.